Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited high capture threshold and high impedance. Programming changes were performed. The patient was in stable condition.